Event description:
It was reported that there was a shocking or jolting sensation. Patient had a CT scan on friday and felt a shock. The patient did not turn the device to 0.0 v and off prior to the scan. The stimulation was on during the scan. The patient has had to turn his device up more than usual. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.